Manufacturer narrative:
Section a: patient information requested, however was not received by the customer. The reported issue that there was an under infusion of 5% dextrose in normal saline in the ICU was not confirmed. Physical inspection noted the device to have 3rd party door latches and sears. There were no other anomalies observed. The log analysis found the infusion had been performed on three different pump modules, and all at the rate of 125ml/h. The first pump module sn (B)(6) was infusing d5 + normal saline, and recorded having infused 643.278ml from a programmed vtbi at 900ml; however the cause for its early termination (5:12am on 9/20) could not be ascertained from the log. The second pump module sn (B)(6) recorded infusing a volume at 0.4ml when it was stopped by a channel malfunction error code 240.4150 that is associated with the upper (bottle side) pressure sensor; however testing was unable to replicate the error. The parts age was over 11 years old and was the original installed during manufacturing. The third pump module sn (B)(6) recorded having infused a volume at 332ml from a programmed vtbi at 500ml; however the cause for its early termination could not be ascertained form the log. In addition this pump module was not retained and returned for investigation. The incident administration sets were not returned or retained for investigation. The pump module sn (B)(6) was found to be infusing on the low end, slightly outside of the specification at -6% approximately; however this error could not account for the reported -20% error of under infusion and the fact that the pump module only ran for a few seconds before stopping from a malfunction error. Recalibration of the pump module corrected the issue. A definitive root cause for the alleged under infusing involving three reported pump modules could not be identified during the investigation.

Event description:
It was reported that there was an under infusion of 5% dextrose in normal saline in the ICU. The expected remaining volume was approximately 150ml, but there was almost 500ml remaining. Another pump module was "off by an exact amount (100ml/h vs ordered 125ml/h)", and a third pump module was "off but the actual rate couldn't be calculated...". There was no patient or user harm.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was an under infusion of 5% dextrose in normal saline in the ICU. The expected remaining volume was approximately 150ml, but there was almost 500ml remaining. Another pump module was "off by an exact amount (100ml/h vs ordered 125ml/h)", and a third pump module was "off but the actual rate couldn't be calculated". There was no patient or user harm.